Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with the current fill estimate at 105 units instead of the expected 155 units. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on ensuring proper air removal from the cartridge, which the caller understood. The caller declined to load a new cartridge, opting to continue using the current one with the option to follow up if needed.